Event description:
Procedure type: vats lobectomy according to the reporter: patient diagnosis: lung cancer. The surgeon used the stapler with a tristaple reload for the first firing but on the second and third firing she said that it partially stapled and crushed the tissue with unanticipated tissue trauma. The procedure was converted to a thoracotomy. No buttress material was used. There was no unanticipated tissue loss. There was no unanticipated blood loss of 500cc or more. The surgical time was delayed by more than 30 minutes due to the product problem. A new stapler was opened to correct the problem. The patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).